Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the lamp on his olympus video system center was noted dim. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Updated field: b5, d9, h3, h4, h6. This supplemental report is submitted to provide the results of device evaluation, the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the reporter. Upon inspection of the customer¿s returned device it was noted, the customer¿s reported issue regarding the ¿light going dim¿ was not confirmed however, the ventilation fan was found damaged. The review of the DHR did not find any abnormalities or anomalies identified during production. The exact root cause of the failure could not be identified. However, based on the results of the investigation, it is likely the device was broken due to accidental failure or unexpected external forces. The following description is provided in the instructions of cv-170, which may prevent damage to the components. ¿[important information ¿ please read before use.] Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
Information was received indicating that the event occurred during a diagnostic procedure (cystoscopy). It was also noted that the procedure was completed with the light source and there was no harm/injury to the patient.